Manufacturer narrative:
H10. H2, h3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation, however a photograph was supplied. Examination of the photo was inconclusive to the reported complaint of suture breakage. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture broke. An exact root cause cannot be determined with confidence without the return of the device; however, factors that could have contributed to the reported event include: excessive force applied to the suture. Inadvertent damage to the suture from the delivery needle or an ancillary device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In the event additional information or the device is returned the complaint will be revisited.

Event description:
It was reported that during operation using the fast fix, the thread tore. It is unknown how was the problem solved or if there were delays. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.